Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a hardware error. The detailed investigation showed that the problem was caused by a defective collimator. The pre-filter of the collimator could no longer be moved to the desired position, causing shadowing in the image. The system issued a corresponding error message to the operator, who then changed the system and notified the service department, as is intended for such cases. The collimator was replaced by a siemens service engineer and the described error was corrected. The spare parts consumption of the collimator was checked and a possible general fault that would require corrective measures of the installed base could not be determined by the investigation. After detailed investigation, the incident is not classified as a reportable event as neither serious injury, death nor an unexpected, prolonged hospitalization of the patient or any other person occurred or could be expected.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis zee floor system. During an interventional procedure, the user reported that the prefilter of the collimator was stuck and edges of the filter were visible in the x-ray image. The procedure was continued and completed on an alternate system. We are unaware of any impact to the state of health of the patient involved. Siemens has requested additional information in order to conduct an investigation of the reported event.